Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the caller to disconnect from the site, load a new cartridge onto the pump, and deliver a bolus, which completed successfully. However, a one-time replacement pump was sent to the customer.